Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The 18ga introducer needle was the only component included. Signs of use were observed inside the needle hub. Visual analysis revealed that the needle cannula was separated adjacent to the hub. Microscopic examination confirmed the damage and revealed evidence of deformation at the location of the separation. This indicates that the cannula likely became bent before it fully separated. The separation on the cannula measured 1mm from the needle hub. The needle cannula outer diameter measured 0.050", which is within the specification limits of 0.0495"-0.0505" per the cannula product drawing. The cannula inner diameter at the distal and proximal ends measured 0.041", which is within the specification limits of 0.041"-0.043" per the cannula product drawing. The needle hub was attached to a lab inventory arrow raulerson syringe (ars). A lab inventory guide wire (outer diameter measured 0.79mm) was then inserted through the subassembly but was unable to pass through the point of separation due to the deformation. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Testing was previously performed on full 18ga needle assemblies per section 7.10 of amrq-000061, which states "when tested in accordance with bs en iso 9626 annex c, the cannula shall not break". These initial tests revealed instances of breakage, which resulted in escalation to the supplier. The supplier and r & d later concluded that iso 9626 dictates testing should only be done on the needle cannula (not full needle assembly). More testing was performed on individual cannulas and full needle assemblies. The testing set-up on the full needle assemblies was performed to exclude the hubs. All tests passed. In summary, the needle hub likely contributed to the failures in the initial testing. Furthermore, the appearance of the damage is consistent with a bend that further led to separation. The needle involved with this complaint (k-04300-033e) has a thin wall that makes it susceptible to breaking if force is applied. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal". The report of a separated needle cannula was confirmed through analysis of the returned sample. Visual analysis revealed that the needle cannula separated adjacent to the hub. The cannula appeared bent and oval-shaped at both ends of the separation, which is consistent with a bend resulting in a break. Undamaged portions of the needle cannula met all relevant dimensional requirements. Further comments and testing from r & d and manufacturing revealed that the needle cannulas meet the design requirements per bs en iso 9626. Therefore, there is no indicator that the needle has any type of manufacturing or supplier defect. Based on the customer report, the sample received, and comments from r & d/manufacturing, the root cause cannot be determined as it is unknown if the needle cannula was damaged prior to customer handling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the puncture for central venous catheter placement in the intensive care unit, the seldinger needle broke off in the patient's vein. The needle was recovered completely without further damage." There was a five-minute delay in care. The user used a new set to complete the procedure. The patient's current condition is unknown at this time.

Event description:
It was reported that "during the puncture for central venous catheter placement in the intensive care unit, the seldinger needle broke off in the patient's vein. The needle was recovered completely without further damage." There was a five-minute delay in care. The user used a new set to complete the procedure. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).